Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to oversensing of electromagnetic interference (emi) caused by the use of transcutaneous electrical nerve stimulation (tens) unit. Technical services (ts) was consulted and discussed how the patient should avoid applying electrical stimulation to avoid inappropriate therapy delivery. This device remains in service. No additional adverse patient effects were reported.